Event description:
It was reported that, when running the handpiece through a diagnostic test during a navio tka procedure, the anspach drill was unable to move. This is thought to have been caused by the faulty handpiece locking mechanism. The drill was reinserted multiple times to ensure assembly was performed correctly. After multiple attempts, a new handpiece was swapped and the drill was able to function properly. There was no patient injury and the delay was fewer than thirty minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio handpiece, part pfsr110137 used for treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may be component failure. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.